Event description:
It was reported that during an arthroscopy, the fast-fix 360 had an issue deploying the second anchor. The surgeon tried multiple times to engaged the second deployment but it did not advance. The t1 implant was removed from the patient using arthroscopic graspers. The procedure was finished with a smith and nephew back up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H2: additional information on: b5 & h6 (impact code).

Event description:
It was reported that during an arthroscopy, the fast-fix 360 had issues deploying the second anchor. The surgeon tried multiple times to engaged the second deployment but it did not advance. It is unknown if there was a surgical delay. The procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.